Event description:
The physician was attempting to use an evercross 035 pta balloon catheter to treat a lesion in an unknown vessel. The device was prepped prior to use with no issues noted. No excessive force used during delivery, no resistance encountered advancing the device. A syringe was used for inflation; the device would not deflate at the lesion site. Difficulty was noted removing device/balloon following balloon inflation. No clinical sequelae reported

Manufacturer narrative:
Evaluation summary: the evercross was received loaded in an introducer sheath. The balloon chamber was returned with liquid still in the chamber; not fully deflated. The proximal balloon bond was examined: no abnormality or deformity noted that would restrict the ability to draw a vacuum. The catheter was examined: several kinks, area of stretching and necking down were noted. It cannot be determined if the kinks were the initial root cause of being unable to fully deflate the balloon chamber or the results of the withdrawal difficulties. To fully examine the total length of the evercross the introducer sheath was initially slid proximal to the y-manifold strain relief. The position of the distal end of the introducer sheath was marked on the outer sheath of the evercross. The hemostatic valve of the introducer sheath was then advanced distally until it was distal of the mark on the evercross outer sheath. The catheter was tinselly stretched. The maximum profile was measured along the length of evercross dilatation catheter, the tensile stretching and necking down of the catheter is uneven. A 30cc water filled irrigation syringe was attached to the y-manifold inflation lumen luer lock and a vacuum was pulled and maintained. No change in the amount of fluid in the balloon chamber was noted. While under a maintained vacuum the balloon chamber was advance to the distal end of the introducer sheath. The balloon chamber would not pass through the introducer sheath distal end. Adhesive was noted in the y-manifold to inflation lumen bond. The inflation port of the y-manifold was cut off to allow examination of inflation lumen bond to the y-manifold. A tapered d-mandrel was obtained and the tapered in of the d-mandrel was able to be advanced distally into the inflation lumen. Sample of a y-manifold passing high pressure leak test was obtained. The sample for a good y-bond was examined. Adhesive was noted in the y-manifold to inflation lumen bond. The inflation port of the y-manifold was cut off to allow examination of the inflation lumen bond to the y-manifold. No significant difference was noted between the good y-bond sample and the returned device. Sample of a y-manifold not passing high pressure leak test, (occluded lumen), was obtained. The sample for an occluded lumen was examined. Adhesive was noted in the y-manifold to inflation lumen bond. The inflation port of the y-manifold was cut off to allow examination of the inflation lumen bond to the y-manifold. The entrance to the inflation lumen is fully occluded with adhesive.